Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item only appeared in the global search. A technical support specialist (tss) checked the device settings and confirmed it was working correctly in global search. The customer unloaded and reloaded the medication and rebooted the stations at med surg and ER, but the issue persisted. Tss instructed the customer to unload the medication, upended it on the server, re pended it, and reload it into the station. The cubie position was confirmed correct, but the issue continued. Tss rebooted the station, and the customer still could not find methadone in global search. Tss identified the root cause: blind count was enabled, which hides medication counts in global find by design. The customer disabled blind count on the es server following, tss instructions, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, had station medication are not easy to search in global search. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, had station medication are not easy to search in global search. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.